Manufacturer narrative:
The field service engineer (fse) replaced the cap piercer waste valve and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of fluid leaked from the blade assembly and fluid on top of the tubes involving unicel dxc 600 synchron system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and cleaned up the fluid with gauze and household bleach. The customer stated no erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer was advised to reanalyze patient samples prior to the fluid leak to verify results precision. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.